Event description:
This notification was opened for review due to information received on a dreamstation 2 advanced auto CPAP device returned to a third-party service center. During the evaluation of the device, the service technician observed that a component is blown on the pca. The ribbon cable on the iu bezel and pca need to be replaced. The iso has dried water marks. Pollen filters were also added for preventative maintenance.